Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high and low blood glucose levels. The customer states their levels were high in the 300mg/dl. The customer states their levels dropped as low as 20mg/dl. The customer states they treated the lows with sweets. The customer declined to troubleshoot the lows. The customer states they would be getting assistance from trainer for pump programing.